Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant med products: (2) short attachment devices, craniotome attachment device UDI: (B)(4).

Event description:
It was reported that the motor device was getting hot and would stop working while in use with two short attachment devices and a craniotome attachment device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: correction: d10: the date returned to manufacturer was documented as august 19, 2020 on the initial report. This date has been updated to august 18, 2010. Device evaluation: the actual device was returned for evaluation. The motor device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device passed all pre-repair assessments up to the temperature assessment, where the device stopped by itself. It was further determined that the device had a damaged flex circuit. The assignable root cause was determined to be due to improper maintenance.